Manufacturer narrative:
Section a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, not explanted. Section e1, telephone number: (B)(6). Entering the telephone number in h10 due to the field only takes the us format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) got stuck. During surgery, more specifically during the implant, the iol got stuck in the injector and came out torn, making it impossible to complete the procedure. During the handling of the cartridge, the doctor noticed that it was resisting, so the doctor chose to rotate it until the end, the lens came out with a torn leg. There was no patient involvement. No further information was provided.